Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described in the report. The patient made a mistake/touch contamination and did not wear a mask during therapy. A review of all batch record documents was performed for suspect lot numbers: h11e22067, h11d08119, and h11c07113 with no issues noted. Labeling review was found adequate for use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis with in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On unreported dates, the patient made a mistake/touch contamination, did not wear a mask and reused her mini cap. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome for the events of patient made mistake/touch contamination/did not wear mask/pt reused mini cap was not reported. It was not reported whether dianeal therapies were ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis with culture positive for gram negative organism was not related to dianeal therapies. An opinion of causality was not provided for the events of patient made mistake/touch contamination/did not wear mask/pt reused mini cap.